Event description:
A report was received that the patient had a non-device related fall and was experiencing inadequate stimulation. X-rays confirmed lead migration. The physician suspected there was malfunction in the ipg due to not holding its charge. The patient underwent revision, during which, ipg and leads were replaced with new ones. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a non-device related fall and was experiencing inadequate stimulation. X-rays confirmed lead migration. The physician suspected there was malfunction in the ipg due to not holding its charge. The patient underwent revision, during which, ipg and leads were replaced with new ones. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a non-device related fall and was experiencing inadequate stimulation. X-rays confirmed lead migration. The physician suspected there was malfunction in the ipg due to not holding its charge. The patient underwent revision, during which, ipg and leads were replaced with new ones. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had a previous surgery in which electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) sc-1110-02 (serial # (B)(4)) device evaluation indicated that the ipg passed operational, performance and photographic imaging tests performed. The complaint of the ipg not holding a charge has been confirmed. The analog integrated circuit (aic) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. The aic damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic, (B)(4). Sc-2218-50 (serial # (B)(4)) device evaluation indicated that the leads passed visual and photographic imaging tests performed. The leads are intact and no parts of it are missing.